Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the peeling was caused by the stress, handling, or other factors. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "ultrasound gastrovideoscope gf-uct180 chapter 3 preparation and inspection 3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor the field performance of this device.

Event description:
The customer originally returned the olympus evis exera ii ultrasound gastrovideoscope because it failed a leak test during reprocessing. During the device evaluation, it was discovered that the adhesive was peeling. This report is being submitted to capture the peeling adhesive.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed, two leaks were found. The first was due to tears noted in the channel, and the second was a loose inlet on the channel. Additionally, as noted, the adhesive was cracked and peeling. If additional information becomes available following device evaluation, a supplemental report will be filed.